Event description:
Pt reported into the FDA voluntary reporting program (B) (4) 10/6/09: "permanent blurred vision and dry eye, due to lasik surgery."

Manufacturer narrative:
(B) (4): reporter, device, treating facility and physician are unk.